Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 588 mg/dl. Customer stated they completed bolus and blood glucose came down to 49 mg/dl. Customer state low blood glucose was treated with manual injection and it went to 345 mg/dl. Customer decline troubleshooting. Auto mode feature was unknown during the time of event. The insulin pump will not be returned for analysis.